Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that one tubing was detached from the swivel grip joint of the cannula and glue residue was found on the inner wall of the swivel grip of the cannula. Conclusion: we are unable to determine conclusively the cause of the reported event. However, the damage to the cannula is most likely to have been caused by having the tubing inadvertently pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A healthcare facility in japan reported to a fisher & paykel healthcare (f&p) representative via our distributor that the tube was detached from the swivel connector of an opt316 optiflow junior nasal cannula after 5 days of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is currently at fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (f&p) representative via our distributor that the tube was detached from the swivel connector of an opt316 optiflow junior nasal cannula after 5 days of use. There was no patient consequence.